Event description:
A report was received that the patient was unable to charge the ipg. X-ray confirmed that the ipg was tilted in the pocket. The patient will undergo a pocket revision.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and did well postoperatively.

Event description:
A report was received that the patient was unable to charge the ipg. X-ray confirmed that the ipg was tilted in the pocket. The patient will undergo a pocket revision.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of difficulty charging due to the ipg being tilted was confirmed. Charge profile revealed low charge current after the device tilted. This low charge current was due to poor coupling/alignment of the charger to the ipg. When properly coupled in the cis lab, battery profile revealed a maximum depletion rate, which was within the expected range. Device exhibited normal charging and discharging characteristics. It was reported that the physician believes that the ipg is tilted inside the pocket.

Event description:
A report was received that the patient was unable to charge the ipg. X-ray confirmed that the ipg was tilted in the pocket. The patient will undergo a pocket revision.